Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 95% stenosed proximal left anterior descending (lad) artery. The balloon was ruptured on the initial inflation at 12 atms. Another manufacturer's balloon was used to complete the procedure. There were no reported patient complications. Patient status listed as "good."